Event description:
It was reported that a balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in an endovascular therapy (evt). During procedure, it was noted that the balloon ruptured. However, it was further reported that all of the device components were completely and simply removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications reported and patient was good post procedure.